Event description:
It was reported through results of a clinical trial that fifteen days post index procedure using a drug-coated balloon catheter, the subject developed adverse event thrombosed arteriovenous fistula which required prolonged inpatient hospitalization and additional surgical intervention. It was further reported that sixteen days after index procedure, re-intervention of the arteriovenous access circuit was performed on the right arm for access thrombosis. Re-intervention was not successful. Arteriovenous fistula was abandoned permanently due to thrombosis and inability to treat the original treatment area. A new access was created via internal jugular vein for placement of temporary tunneled dialysis catheter type and no target lesion involved. However, the current status of the patient is unknown.

Manufacturer narrative:
A manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 06/2024). Device not returned.